Event description:
Per the clinic, the patient discontinued use of the device on (B)(6) 2009, due to an unrelated medical issue. The implanted device remains.it is unknown if there are plans to explant the device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4): implanted device remains.